Manufacturer narrative:
A product recovery has been initiated.

Event description:
On (B)(6) 2024, an oxygen error related to the gs 100 unit was reported. The patient stated that they were admitted to the hospital because of low oxygen, due to not having access to a unit providing sufficient oxygen. A reportability assessment was completed, and all necessary reporting submissions have been made. The patient's daughter contacted inogen the same day to request an equipment exchange related to a g3 unit, though the reason was unclear. Three attempts to contact the patient were made but were unsuccessful.